Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the right ventricular (rv) lead was capped to resolve the event. During the replacement procedure, insulation damage of the rv lead was confirmed with diagnostic imaging.

Event description:
During a remote follow-up, the patient experienced a polymorphic ventricular tachycardia (vt). As a result, high voltage (hv) therapy was delivered by the right ventricular (rv) lead, but the first shock was inadequate. However, the second shock was successful and effective. The rv lead was replaced to resolve the event. During the replacement procedure, the rv lead was observed to be damaged. Further information was requested, but has not been received. The patient was stable and will continue to be monitored.